Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle of the huberplus had accessed to the port system on (B)(6) 2019, and the wing safety feature didn¿t work during removal of the needle on (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.5¿ huber plus safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was not engaged. An attempt to engage the safety mechanism was successful and unremarkable. Microscopic inspection of the sample did not reveal any damage or deformity. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that the needle of the huberplus had accessed to the port system on (B)(6)2019, and the wing safety feature didn¿t work during removal of the needle on (B)(6)2019 there was no reported patient injury.